Event description:
It was reported that removal difficulty was encountered and the patient experienced chest pain. Vascular access was obtained via the right radial artery. The 85% stenosed, 18mm x 2.75-3.00mm, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified proximal left anterior descending artery. Following pre-dilatation with a 2.75 x 12mm balloon, a 20 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during inflation at 12 atmospheres, the balloon failed to inflate. During withdrawal, it was noted that the balloon was difficult to remove from the stent and the patient experienced chest pain. The physician pulled negative to remove the balloon. Subsequently, a different device was implanted followed by post-dilatation with a 3.0 x 15mm balloon. The procedure was completed and the ejection fraction was 55%. No further complications were reported.

Event description:
It was reported that removal difficulty was encountered and the patient experienced chest pain. Vascular access was obtained via the right radial artery. The 85% stenosed, 18mm x 2.75-3.00mm, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified proximal left anterior descending artery. Following pre-dilatation with a 2.75 x 12mm balloon, a 20 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during inflation at 12 atmospheres, the balloon failed to inflate. During withdrawal, it was noted that the balloon was difficult to remove from the stent and the patient experienced chest pain. The physician pulled negative to remove the balloon. Subsequently, a different device was implanted followed by post-dilatation with a 3.0 x 15mm balloon. The procedure was completed and the ejection fraction was 55%. No further complications were reported. It was further reported that the balloon was tried to inflate at 8 atmospheres but did not hold pressure. The stent was positioned in the lesion and partially deployed. The stent balloon was only removed from the patient and the stent was deployed using another balloon.